Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the insertion tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope's eyepiece was loose. The issue was found during general inspection by the customer. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h6 - health effect - impact code - from no patient involvement (2645) to no health consequences or impact (2199). H6 - medical device problem code - from break (1069) to loose or intermittent connection (1371). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified issues are most likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.